Event description:
Account stated that a pt glucose result was initially <5 mg/dl. When repeated, the result was in the normal range. The incorrect result was not reported. The field service rep found the sample probe was out of adjustment and repaired the instrument by adjusting the probe.